Event description:
It was reported that a minicap with a protruding sponge was observed. This was noted before patient use; however, the reporter stated that the patient still used the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Therapy dates - the event was reported to have occurred in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.